Manufacturer narrative:
Cross reference MFR report numbers: 3009784280-2020-00316. Foreign report source: (B)(6)/ study name: saver: patient ID #(B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the right proximal sfa and popliteal p1. Approximately 29 months post index procedure, the patient expired due to an unknown cause on (B)(6) 2020.